Manufacturer narrative:
The event of system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Date of event is unknown. Therapy date is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 1627487-2021-12971. It was reported that the patients scs system was explanted for unknown reason. The date of the explant is also unknown.